Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was advised to close other applications on the smart device, forget old transmitter in the bluetooth devices and to reboot the smart device every other day to address system memory reset. Patient was also advised to keep an eye on the wi-fi connections the next time the signal loss occurs and to connect to the cellular network instead if the signal loss occurs on the wi-fi. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/10/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.